Event description:
It was reported that the customer experienced unspecified issues with the wake button on the pump. There was no adverse impact to the customer's blood glucose level. No additional information was provided.